Manufacturer narrative:
Additional information was received from the physician who conducted this study who confirmed that the death of the (B)(6) female patient with a bmi of (B)(6) is in no way related to the use of our exoseal device. Very obese patient do have a higher risk of bleedings after femoral access regardless if vascular closure devices or manual compression were used. No further information is available at this time and no further reports will be forthcoming.

Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that product specific details are not available. The citation is as follows: schelp et al large-scale experience with an anchorless vascular closure device in a real-life clinical setting, clinical research in cardiology (2014). As noted in the publication by schelp et al large-scale experience with an anchorless vascular closure device in a real-life clinical setting, clinical research in cardiology (2014); fatal bleeding occurred in a (B)(6) female patient ((B)(6)) undergoing scheduled pci of the lad/d1 bifurcation on dual platelet inhibition (asa and clopidogrel). A pseudoaneurysm of the puncture site, major bleeding, and a need for a transfusion occurred and caused prolonged stay on the ICU. The patient died 87 days after the pci. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. This is one of 6 reports associated with this publication from reports 9616099-2014-00779-9616099-2014-00784.

Event description:
As noted in the publication by schelp et al large-scale experience with an anchorless vascular closure device in a real-life clinical setting, clinical research in cardiology (2014); fatal bleeding occurred in a (B)(6) female patient ((B)(6)) undergoing scheduled pci of the lad/d1 bifurcation on dual platelet inhibition (asa and clopidogrel). A pseudoaneurysm of the puncture site, major bleeding, and a need for a transfusion occurred and caused prolonged stay on the ICU. The patient died 87 days after the pci.